Manufacturer narrative:
The reported events were high pacing lead impedance, ¿head end it has been bent and slightly broken¿, inappropriate high voltage output, inappropriate shock and noise. As received, a complete lead was returned in one piece. The reported events of high pacing lead impedance, ¿head end it has been bent and slightly broken¿, inappropriate high voltage output and noise were confirmed. Visual and x-ray examinations of the lead found that the lead insulation was slightly broken/bent, and the inner coil appear to be fractured at the distal region of the lead. Scanning electron microscope analysis was performed and confirmed that all the filars of the inner coil were fractured. The cause of high pacing lead impedance, ¿head end it has been bent and slightly broken¿, inappropriate high voltage output and noise was isolated to the inner coil being fractured consistent with bending fatigue.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed that the right ventricular (rv) lead exhibited high pacing impedance and over-sensed noise. Inappropriate anti-tachycardia pacing (atp) and shocks were delivered as a result. The physician elected to explant and replace the rv lead. After removing the rv lead, it was noted that the lead's distal end was bent, and the insulation slightly damaged. The patient condition was stable.